Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03252 for the other associated device info. It was reported to boston scientific corp that an extractor xl triple lumen retrieval balloon and a trapezoid rx lithotripter compatible basket were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, after cannulating the bile duct entrance, the jagwire was advanced and a papillotomy performed. The physician identified the stone fluoroscopically and attempted to remove it with an extractor balloon. However, the balloon ruptured due to the stone's sharp edges. The decision was then made to perform a stone lithotripsy with a trapezoid basket. After three attempts, the physician captured the stone. An alliance handle was then attached to the device to break up the stone. The handle was functioned until what was thought to be the sound of the stone shattering. However, upon withdrawal of the device, the physician found that the pull wire had broken 18 cms from the basket. A biopsy forceps device, as well as a second basket, was used without success to try and pull the stone and damaged basket out of the biliary duct. As the endoscope was retracted, the physician found that the broken pull wire segment was impacted in the stomach. With the risk of perforation present, the procedure was ended. That night the pt presented with intense pain and fever which was suggestive of cholangitis. The pt has since undergone a cholecystectomy procedure to extract the basket and the wires.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.